Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that two small battery drive devices were not functioning properly and making a strange sound. During an in-house engineering evaluation, it was determined that the small battery drive device had an unusual grinding noise, bearings and gears were corroded and had a worn coupling head. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.